Event description:
It was reported that the high impedances was seen during an intra-operative. The impedances were >4000 ohms on some of the bipolar p airs. Impedances >4000 ohms was on all or some unipolar pairs. An impedance test at default and at 2.0v/210 pw was performed. Impedance tests at 2.0v/360 pw or 3.0v/450 pw were performed. The manufacturer's representative stated they were getting good motor response at 0 during testing. A review showed everything was working fine but for some reason there was an issue with 0 electrode. All other values were around 1000 ohms and lowest was 600 ohms. Additional information indicated that increasing the impedances and pulse widths didn't work because kept getting >4000 on all the 0 electrode combinations. Another lead was used and everything passed with normal impedances. The patient is doing fine.

Manufacturer narrative:
Product ID, 3093-28 lot# va02n68, product type lead product ID, 3093-28 lot# va0 2n68, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).